Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurost imulator (ins). Caller was contacted by hcit agent for situation where rep is in the or and is interrogating a new ins battery for implant. The rep reports seeing validation error 00 01 00 bb followed by a system error 0x59a89a8f. Agent advised the caller using the ka specific to this validation error and at the end of the call the rep had entered the normal implant workflow.